Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a heart attack while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 06, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging heart attack, that is related to CPAP device's sound abatement foam. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During inspection, the manufacturer found dirt-like contamination on the iso port. An unknown yellow contamination on the top enclosure, ui panel, back panel, bottom enclosure, blower box. Dust-like contamination on the blower and on the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 18 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device which suggests that the source of contamination was external to the device. The manufacturer was unable to confirm the patients symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.